Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "blood detected alarm" issue. Furthermore, there was no blood found in the iabp. The fse performed the field corrective action. The iabp then passed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "blood detected" alarm. There was no patient harm or adverse event reported.